Manufacturer narrative:
The device has been requested but to date the incident device has not been received for evaluation. If the device is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, there device would not adequately seal tissue. Less than 250 cc of bleeding had occurred. The generator was switched for another and the procedure had continued without further issue. This action isolated the primary issue to the first generator in use.

Manufacturer narrative:
One vlft10 generator was received, and an evaluation could not confirm a device defect that would contribute to the reported issue. Testing of the device found the returned sample met specifications in the received condition. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.